Manufacturer narrative:
A visual examination confirmed the catheter tube to be broken in half 4.3cm proximal of the catheter tip. Both sections of the catheter break site match when put together. The stylet in the tip of the catheter is bonded to the catheter tip. The cap is bonded to the stylet wire using a 2 part epoxy. Both the thru-lumen and the inflation lumens are patent and the balloon latex and both proximal and distal windings appear to be in good condition and there are no missing components. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during prep upon removing the catheter from the tray the customer tried to pull the stylet "pin" out of the end of the catheter and the cap broke off leaving the stylet in the catheter tip. They were unable to remove the stylet from the catheter. A new catheter was used and worked fine. No patient injury reported.